Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned in two pieces. Failure event observed during analysis. Final analysis found an external abrasion noted at 38.0-38.1 distal to the suture sleeve tie impressions, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.